Event description:
The aq2010v three piece silicone lens was reported as opened, but not loaded. Surgeon changed mind. However, the lens was returned with reddish residue and one lens haptic was torn off and missing. The reporter stated without the surgeon and pt's name or the date of surgery, that no further information is available.